Manufacturer narrative:
(B)(4). Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had a chest infection after battery replacement. It was noted that the patient had taken off her bandage and scratch the glue at the generator incision site. The patient was started on antibiotics and a wound wash was performed. It was reported that the vns generator was explanted. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.